Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump. Customer stated that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 128 mg/dl. No further information reported.